Event description:
Unloading pt from ambulance. Stretcher collasped without warning. Pt eased to ground to break fall. Minor abrasions to wrist and hip. Maintenance evaluation of stretcher done and said stretcher was ok to use.